Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion set was fell off during use on (B)(6) 2024. The blood glucose level was 110 - 150 mg/dl at the time of event. The infusion set was in use for 1 - 2 days. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 4.